Event description:
It was reported that an s3 system alert alarm sounded only a few minutes after start-up; there was no flow. The flow sensors were changed several times, but flow was not mediated. The entire centrimag system (console, motor and flow probe) were exchanged which resolved the issue. The patient remained stable throughout the entire process. Related console MFR #: 3003306248-2022-00055.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alarm occurring with a blank flow value was confirmed; however, the centrimag motor was determined to have been unrelated to the cause of the event. The returned centrimag motor (serial number l04508-0018) was observed to have kinks in its power cable upon arrival, near both ends of its cable near the connectors. The motor was functionally tested and was found to perform as intended despite the observed damage, even when the cable was manipulated by hand. Wire fatigue was not observed within the cable¿s conductors. Due to the observed damage, the motor was scrapped. The root cause of the observed motor cable damage was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number l04508-0018, showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 and f2 alarms, as well as appropriate operator response to these events. Centrimag motor instructions for use (IFU) (rev. F) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.